Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported problem air in line alarm was verified through a review of the event history log (ehl), but was not reproduced during evaluation. Evaluation was able to run an infusion with no discrepancies related to the reported problem. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.